Event description:
The procedure was coil embolization for aneurysm of the ic-paraclinoid through femoral approach. The microcatheter used was select plus str (detail unknown). The vessel was not calcified and not tortuous. After flushing inside the introducer, the vrd (enc452812, complaint product) was delivered. Although large friction was felt, the delivery continued, and then the vrd slightly deployed in the microcatheter (select plus str, detail unknown). The vrd stopped advancing and removed. Another new product was used instead through the same microcatheter. The procedure was completed without any problem. According to the doctor, large friction was felt while the vrd was advanced in the microcatheter. There were no adverse consequences to the patient. The lot number of the product is 01422127. A constant and dedicated flush was maintained through the microcatheter during delivery, and no other devices were inserted through this microcatheter. During insertion, the enterprise introducer was seated completed in the microcatheter hub. Prior to advancing the enterprise system, the tuohy or y connector was close to secure the introducer from moving. After closing, no damages were notice on the introducer. No damages were notice on the microcatheter in the area of the resistance.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422127. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Friction was felt while advancing the enterprise vrd (enc452812) through the prowler select plus str microcatheter. Delivery was continued despite the friction and then the vrd slightly deployed in the microcatheter. Advancement was stopped and the enterprise vrd was removed. Another new product was used through the same microcatheter and the procedure was completed without any further problems. There was no adverse consequence to the patient. The procedure was a coil embolization of an internal carotid-paraclinoid aneurysm via femoral approach. The vessel was not calcified and not tortuous. A constant and dedicated flush was maintained through the microcatheter during delivery, and no other devices were inserted through this microcatheter. During insertion, the enterprise introducer was seated completely in the microcatheter hub. After flushing inside the introducer, the enterprise vrd was delivered. Prior to advancing the enterprise system, the tuohy or y connector was closed to secure the introducer from moving. After closing, no damages were notice on the introducer. No damages were notice on the microcatheter in the area of the resistance. An enterprise was received coiled inside a plastic bag. The stent was received inside smaller plastic bag. No damages were encountered on the unit with visual analysis. The stent was inspected under a microscope and no damages were noted. A lab sample prowler plus microcatheter was used to perform a functional test and the delivery wire (without the stent) was able to go through the microcatheter. Functional test for stent could not be performed as the stent was received already deployed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422127. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4) revealed no non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. The reported resistance during introduction of the enterprise through the microcatheter and partial premature deployment within the microcatheter could not be evaluated since the stent was received fully deployed. No resistance was encountered with insertion of the returned delivery wire through a lab sample microcatheter. With review of the reported procedural information and analysis of the returned device, the exact cause of the issues reported could not be conclusively determined. There are no indications of any damages related to the manufacturing process of the unit. Therefore, no corrective action will be taken at this time.